Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while attempting to load a cartridge the contact did not see insulin exiting the tubing. After reloading the same cartridge, a cartridge change error occurred. The customer's blood glucose was 139 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.